Event description:
Boston scientific received information that after implant, this right ventricular (rv) lead exhibited high pacing threshold measurement hence, pacing output was reprogrammed. Subsequently, loss of capture (loc) was observed. Surgical intervention was performed to reposition the lead. This resolved the issue. Additional information was received that no asystole of greater than two seconds was noted. This rv lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
On 4/27/2018 - we received a device evaluation. An explant date is unknown. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these damages resulted from the extraction procedure. Blood penetrated the lead in the cut areas. In addition, abrasion marks were observed along the lead body. However, the insulation was intact. The values of the parameters measured during the electrical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.